Event description:
It was reported that the balloon catheter could not be removed from a highly calcified lesion after an inflation at 18 atmospheres (contrary to IFU). The physician applied a lot of force to the catheter (contrary to IFU), which resulted in a separation of the shaft of the catheter, and the distal segment was left behind in the vessel. The pt was put on a balloon pump; attempts to snare the separated segment were unsuccessful and the patient was sent for emergent cardiac surgery to remove the device and receive a bypass graft. The pt is reported to be doing well.